Event description:
A family member called the helpline to discuss safety issues regarding the customer's insulin pump. The family member stated that they called 911 because the customer experienced a low blood glucose event. The customer's blood glucose value was 53 mg/dl. There was no significant event reported leading up to the issue. It was advised to speak with the customer's health care professional regarding the event. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.